Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site (B)(4). As of (B)(6) 2012, complaints related to this product are to be handled by arjohuntleigh inc. (B)(4). Additional information will be provided upon conclusion of the MFR investigation.

Event description:
The following information was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the patient was sitting upright in the chair position when the foot plate allegedly became loose. As a result, the patient slid out of the bottom of the bed onto the floor. The patient was not injured and was subsequently discharged from the ICU in good condition.